Manufacturer narrative:
Pt info: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6fr angio-seal device was deployed. When the nurse went to wipe away the puncture site, a small piece of the collagen sponge broke off. Manual pressure was held to ensure hemostasis occurred. The procedure outcome was successful, and the patient was reported to be fine and in stable condition. Additional information was received on october 11, 2018. The procedure being performed was a left heart catheterization. The blood loss was less than 250ccs.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation. It was initially reported that the device was available for evaluation, however, it was confirmed the sample is no longer available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.